Event description:
It was reported that, " dr. (B)(6) was doing a total knee with the triathlon instruments. As he got to the tibia he used the em guide. He pulled the guide off after pinning the block and the plastic foot of the ankle clamp snapped off. The patient was not harmed.

Manufacturer narrative:
Method: device manufacturing history record & complaint history review. Evaluation summary - the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. The device manufacturing history record for the reported lot indicates that devices were manufactured with no reported discrepancies that would have contributed to the reported event.